Event description:
It was reported that the user, after a period on multiple daily injections due to lack of continuous glucose monitor (cgm), reconnected the ilet with a newly acquired libre 3 plus and experienced intermittent brief sensor errors while initial readings showed hyperglycemia with a fingerstick of 343 mg/dl and cgm reading of 327 mg/dl. Customer care provided support by advising that the first 12 hours of sensor use require stabilization and providing the cgm manufacturer contact for further assistance. Investigation of this case revealed that the cause of hyperglycemia was unclear, and no device malfunction was confirmed, while cgm brief sensor errors occurred during early sensor use. Symptoms included and nausea and polydipsia associated with hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.